Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with overnight rise followed by hypoglycemia, subsequent user-initiated overcorrection leading to hyperglycemia, and additional cycling despite automated corrections by the ilet; the user treated lows with oral glucose and juice, and education on the learning phase, correction algorithm, meal announcements, and avoiding overcorrection was provided. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dka, or need for medical intervention. Outcomes included temporary impairment that resolved with self-treatment and device-guided corrections, without hospitalization. Investigation included review of device data and user-reported logs and product-use history with technical support troubleshooting and user education. Investigation of this case revealed that glucose excursions were associated with postprandial rise, automated correction to a low, and significant user overcorrection that precipitated a recurrent high followed by another automated correction to a low. It was concluded that the device functioned as designed and that the event was attributable to user overcorrection and glucose variability, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.